Event description:
Baxter field service received a report on a device that detected failure code 703. The reporter did not have enough information to determine when the failure code was observed. It was reported however, that there was no patient injury or medical intervention that resulted from this incident.